Event description:
The sales rep reported this event on 3/2001 and stated the event occurred two weeks prior. The reporter stated that the screw fell out into the pt and the dr had to find it. Further info was not available.